Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button was intermittently unresponsive, preventing the screen from waking on occasion, though the device later functioned normally after being connected to a charger and subsequently restarted. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer troubleshooting and education to restart the device if the wake button becomes unresponsive. Investigation of this case revealed normal operation after power cycling with no alarms and no sustained malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent, non-reproducible issue.